Manufacturer narrative:
The service evaluation identified the power cable connector is making a sound due to deformation, possible poor (loose) power inlet connection. Additionally, the image is pink with in color when using a 190 series test scope due to a defective circuit (dp) board. The internal harness is corroded. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsi) service department was informed that a customer era elite video system center was returned for evaluation. No defect or malfunction was associated with the device. Upon inspecting and testing, the power cable connector is making a sound due to deformation, possible poor power inlet connection. No death injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The specific root cause of the deformed power cable connector could not be determined at this time. Olympus will continue to monitor field performance for this device.